Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy: hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), rheumatoid arthritis ("autoimmune diagnosed: rheumatoid arthritis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, hypersensitivity, rash, skin disorder, rheumatoid arthritis, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood loss anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, rheumatoid arthritis, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, rheumatoid arthritis,bladder problems, urinary problems., bladder infection, uti, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received events "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, hypersensitivity, rash/skin condition, rheumatoid arthritis, perforation: uterus, bladder problems, urinary problems., bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hair loss, hormonal changes, migraines, headaches, nausea, neuro condit/problem, vision problems, weight gain" were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.